Event description:
Unable to remove the safari2 normally, needed to remove the safari2 along with the valve delivery system, valve was already successfully implanted, unable to close with angio-seal and had to apply manual compression to access site.

Manufacturer narrative:
The device used in the reported event was discarded and was not available for evaluation; therefore, no visual or physical analysis of the event device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to gather additional details; however, the distributor reported that no further information is available. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g). The medical device model/catalog number referenced in part d is not marketed in the united states and therefore does not have an associated u.s. Premarket submission number or gudid entry. A similar device (safari2¿) is marketed in the u.s. And has comparable design and functionality. This report is being filed to ensure compliance with 21 cfr part 803.